Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after being implanted, the leadless implantable pulse generator (ipg) was removed due to an infection. The source of the infection was noted as prosthetic valve endocarditis with periannular abscess. No further patient complications have been reported as a result of this event.